Manufacturer narrative:
The insulin pump passed self-test and no unexpected check settings alarm noted. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. No unexpected low reservoir alarm noted. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. No cosmetic damage noted.

Event description:
The customer reported via phone call that she received a check settings alarm after she cleared her motor position encoder error alarm. Customer also had a motor error alarm. Customer's blood glucose was around 300 mg/dl. Customer was rewinding and priming when the alarm occurred. Customer performed a self test and the pump passed. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.